Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for spinal pain. The patient reported that his implant was defective and caused extreme sever burning pain for 6 months which got worse. The patient reported that putting pain ointment all over it, nothing was working, he couldn¿t sleep and yesterday he had surgery to remove it. The patient reported that his healthcare provider (hcp) told him the system was causing a reaction and needed to be removed immediately. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a patient. It was reported that they had their device removed due to severe complications. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the hcp. It was reported that cause was unknown.